Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was damage observed on the guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that opticross was stuck in stent. The 3.0-4.2mmx60mm, 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. An opticross¿ was selected to visualized the target lesion after the non bsc stent was deployed. Pre dilatation was not performed when the first non bsc stent was deployed overlapped proximal to the 2nd non bsc stent. Post dilatation was done several times and post ivus was completed. During the removal of the opticross¿, it was noted that the device was stuck in the 2nd non bsc stent near the distal area. The physician was unable to withdraw the device by pushing and pulling it. So, another wire was inserted and removed the device. There was some damages noted on the guide wire exit port and there was a non uniform rotational distorted image. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that opticross was stuck in stent. The 3.0-4.2mmx60mm, 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. An opticross was selected to visualized the target lesion after the non bsc stent was deployed. Pre dilatation was not performed when the first non bsc stent was deployed overlapped proximal to the 2nd non bsc stent. Post dilatation was done several times and post ivus was completed. During the removal of the opticross, it was noted that the device was stuck in the 2nd non bsc stent near the distal area. The physician was unable to withdraw the device by pushing and pulling it. So, another wire was inserted and removed the device. There was some damages noted on the guide wire exit port and there was a non uniform rotational distorted image. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.